Event description:
It was reported that the water tank sensor error. The arctic sun device did not correctly show the amount of sterile water present inside. Per review of wo on 10oct2025, no patient impact reported, no patient identifier available. Per follow up information received via mail on 10oct2025, today there will be the field service with the aim of solving the issue on site. They would keep you updated on the development. No patient impact reported. Per sample evaluation results on 20oct2025, mixing pump was damaged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the mixing pump was damaged. Mixing pump was replaced. The device underwent and passed testing after all repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction: f, h. The initial reporter name provided is (B)(6) hospital. The initial reporter phone number provided is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water tank sensor error. The arctic sun device did not correctly show the amount of sterile water present inside. Per review of wo on 10oct2025, no patient impact reported, no patient identifier available. Per follow up information received via mail on 10oct2025, today there will be the field service with the aim of solving the issue on site. They would keep you updated on the development. No patient impact reported. Per sample evaluation results on 20oct2025, mixing pump was damaged.